Event description:
It was reported that six days post-op of a small bowel resection procedure the patient was having abdominal pain which led to re-operation which is when the leak was discovered. Surgeon preformed another transection of the small bowel then oversewed the staple line. Patient is currently home doing well.

Manufacturer narrative:
(B)(4). Date of event: unknown, assumed 1st day of month that the complaint was reported. Batch # unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Additional information was requested, and the following was received: what were the indications for surgery? Right hemicolectomy- exploratory laparotomy did the patient receive any preoperative chemotherapy or radiation? No. What color reloads were used and what was the sequence of the firings? 3 blue reloads. What anatomical structures was the device fired on? Small bowel and ascending colon. What was the reason for using a 100mm device? The product code is tlc75, which is the 75mm device, used in exploratory lap and used to transect the bowel. Were other stapling or suturing devices used when creating the anastomosis? No. How was the common opening closed? With a 75mm stapler. Were there any issues experienced with the device in the initial surgical procedure? No. Was the device difficult to assemble/close? No. Was the device difficult to fire; was the force to fire higher than expected? No. How was the integrity of the anastomosis checked intraoperatively? Re-operation. Was the site of the leak identified? If so, where and what was observed? The common channel leaked. Was it leaking through the staple line? Yes. Were there any malformed staples or missing staples identified? If so, please describe the shape and location. No. Were there any signs of tissue ischemia or necrosis? No. What is the current status of the patient? The patient is well and home. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.